Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the clips did not load properly. The surgeon applied another instrument to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
2/18/1999- supplemental report #1 sent to FDA. The subject device was returned and evaluated, however, the exact cause of the condition could not be reliably determined.